Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: ¿ (B)(6) 2016: (B)(6) medical center. (B)(6), pa; (B)(6), md. History and physical. Presents with incisional hernia. Had a ruptured appendix a number of years ago, now presents with what appears to be an incisional hernia along the suture line, especially above the umbilicus. Also has a mass on left shoulder needing removal. Medications: metformin. Medical history: diabetes, hypertension, hypothyroidism, gout. Surgical history: appendectomy. Social history: ½ pack/day smoker. Occasional drinker. Abdomen: soft, nontender, nondistended, no palpable masses. Impression: incisional hernia at the upper aspect of his incision above the umbilicus, left posterior shoulder mass. Plan: incisional hernia repair, excision of shoulder mass. Implant procedure: excision of posterior shoulder mass on the left. Repair of incisional hernia with gore dualmesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp03/(B)(6), 10 x 15] implant date: (B)(6) 2016 (hospitalization (B)(6) 2016). ¿ (B)(6) 2016: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnoses: symptomatic incisional hernia. Left posterior shoulder mass. Postoperative diagnoses: symptomatic incisional hernia. Left posterior shoulder mass. Anesthesia: general. Estimated blood loss: 20 ml. Indications for procedure: ¿a 53-year-old white gentleman, patient of (B)(6), now requiring incisional hernia repair as well as posterior shoulder mass excision. After informed consent was obtained, the patient was brought to the operative suite, placed in right lateral decubitus position. Local mac anesthesia was utilized while a first team approach was then performed on that left posterior shoulder. It was localized with lidocaine with epinephrine. This was dissected down. The mass was removed off of the fascia and sent for pathological diagnosis. Hemostasis was obtained at this site, as well as deep injection as well. Soft tissue tumor measured roughly 10 cm in size. This was fully excised, irrigated copiously and closed in 2 layers. Sterile dressings were placed. He tolerated this portion of the procedure. At this point, the patient was then placed in the supine position. He was prepped and draped in normal sterile fashion after general anesthesia was induced. Antibiotics had been given prior to both incisions. Incision was made to the midline, dissection down to what appeared to be multiple hernias at the midline incision. Multiple small sutures were identified and removed at the time. Multiple hernias were identified. Care was taken to ensure no injury to the underlying intestines. The patient did have a small intestine attached to the incisional hernia defects. This was dissected down. Small serosal tears were noted and these were closed with a 3-0 silk popoff. Following this, and once we were comfortable with the internal hernia and the fascial edges, defect measured roughly 15 cm in size. We were comfortable with the entire suture line. A piece of gore dualmesh was then readied and utilized as a 10 x 15 and then sutured in a 1-style fashion with fiberwire suture. Final sutures were placed. We were comfortable with the repair. It was irrigated copiously. The fascial edges, which were then closed over the newly repaired mesh site were then performed with a fiberwire as well. This was irrigated again. Subcutaneous stitch was then performed followed by stapling device. Sterile dressings were placed, tolerated the procedure and went to recovery in stable condition.¿ ¿ (B)(6) 2016: (B)(6) medical center. Implant record. Mesh dual plus 10 x 15. Quantity: 1. Site: incisional hernia. Model #: 1dlmcp03. Serial #: (B)(6). Lot #: 1dlmcp03. Manufacturer: gore. ¿ the records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/(B)(6)) was implanted during the procedure. Relevant medical information: ¿ (B)(6) 2016: (B)(6) medical center. (B)(6), md. Discharge summary. Admitted with diagnosis of incisional hernia and soft tissue tumor of posterior shoulder. Underwent operative intervention; did exceptionally well from this. Postoperatively, kept him over the course of the day. He did not have bowel function, thus we kept him an extra day; full admission. Once he started having bowel function, we started his clear liquid diet, started pain medication. Wound site looks great. He has had a shower; going to discharge home in good condition. Instructed on no heavy lifting, pain control and no driving. See back monday week, roughly 10 days for staple removal. Discharge diagnoses: incisional hernia, soft tissue tumor of back, diabetes, hypertension. ¿ (B)(6) 2016: (B)(6) medical center. Microbiology. Site: skin. Source: fluid. Culture: 2+ staphylococcus aureus. ¿ (B)(6) 2016: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis without contrast. Indication: abdominal hernia repair on (B)(6) 2016. Patient noted a red and swollen area at the incision site 3-4 days ago. Became febrile yesterday with increased drainage from incision. Comparison: none. Abdomen: evaluation of soft tissues for infection is limited due to lack of intravenous contrast. Extensive sigmoid diverticulosis. Extensive subcutaneous stranding along the anterior abdominal wall at the site of recent hernia repair. Also, inflammatory stranding seen within the mesentery adjacent to surgical material in the anterior abdominal wall. Appears to be a fluid collection along the surface of the surgical material which contains small contained foci of air in the superficial soft tissues as well as within the peritoneal cavity. Impression: extensive inflammation along the anterior abdominal wall with what appears to be an air-containing fluid collection along the surface of the surgical material concerning for infection and possible abscess. Diverticulosis. ¿ (B)(6) 2016 [assigned]: (B)(6) medical center. (B)(6), md. History and physical. Presenting to emergency department, status post hernia repair roughly 3 weeks ago, now with what appears to be infection in the abdominal wall from the previous incision site. Lab values evaluated. Does have purulence from the wound, now requiring admission with intravenous antibiotics and possible surgical intervention. States he feels reasonably good. Has some drainage and mild fever at home which has resolved since he has been in the hospital. Denies any nausea or vomiting. No change in bowel or bladder habits. No abdominal pain per se, just drainage at abdominal site. Abdomen: soft, does have some induration at the site of his incision with some drainage noted. No fluctuance appreciable. White count is 15, glucose is 148. Culture is beginning to show staphylococcus aureus, which is sensitive. Impression/plan: CT scan performed. Noted to have what appears to be fluid collection above the mesh and probably a staphylococcus aureus based on cultures. Plan on removal. Will try to place either piece of surgeassist or even vicryl mesh to squelch the infection over time and then plan on operative repair in the future if it comes to that. ¿ (B)(6) 2016: (B)(6) medical center. Microbiology. Blood culture. Site: peripheral. Source: blood. No growth 5 days. Explant procedure: removal of infected mesh and placement of a vicryl surgisis mesh, abdominal wall washout. Explant date: (B)(6) 2016 (hospitalization (B)(6) 2016). ¿ (B)(6) 2016: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: infected mesh abdominal wall, history of incisional hernia. Postoperative diagnosis: infected mesh abdominal wall, history of incisional hernia. Anesthesia: general. Indications for procedure: ¿a 53-year-old white gentleman, the patient of dr. (B)(6), now with what appears to be significant abdominal wall infection associated with a previous mesh placement. After informed consent was obtained, the patient was brought to the operative suite, placed in supine position on operating table, prepped and draped in normal sterile fashion. Antibiotics had been given. Incision was made over the previous incision site. Dissection down to the abdominal wall was then performed, opening of the upper fascia was then performed, evaluating the mesh. The mesh was then fully removed. There was a significant amount of purulence in and around the site. This was sent for pathological diagnosis. Irrigation with a pulsavac was then performed along the entire meshed wall with the anterior abdominal omentum, care was taken not to get into the abdominal cavity proper. Irrigation of the wound was copiously performed with multiple liters of pulsavac washout. Once we were comfortable with the abdominal wall, a surgisis and a vicryl mesh was then utilized to close the defect as this would not tolerate sutures itself. Following this, we washed this again, a drain was placed in this space and a loose covering over the mesh was then performed with the remaining scar. Subcutaneous tissue was slightly closed over the drain and then the skin was left open. Sterile dressings were placed. She tolerated the procedure and went to recovery in stable condition.¿ ¿ (B)(6) 2016: (B)(6) medical center. Implant record. Graft surgisis soft tissue. Manufacturer: cook medical. Implant record. Mesh vicryl knitted. Manufacturer: johnson & johnson. Relevant medical information: ¿ (B)(6) 2016: (B)(6) medical center. (B)(6), md. Discharge summary. Admitted with abdominal wall infection. Underwent operative intervention with drainage of the abscess as well as removal of the mesh and placement of a bio-a absorbable mesh, tolerated the procedure well, feels much better. Tolerating diet, ambulating, voiding and having bowel function. We placed a drain; appears to be having minimal drainage output. Hopefully discharge this today. Wound site looks good. Instructed him and wife on wound care; she used to be a wound care nurse and will continue to do the wound care. No driving, no heavy lifting. Discharge diagnosis: infected abdominal wall mesh. ¿ (B)(6) 2016: (B)(6) medical center. (B)(6), md. Emergency department visit. 6 days status post removal of surgical mesh from hernia repair. Presents with copious feculent wound drainage; lower abdomen. Onset 1 day ago. History: type 2 diabetes. Tobacco use: 10 cigarettes/day. Abdomen: nontender, no distention, normal bowel sounds. Recent midline hypogastric scar has 1.5 inch dehiscence at the top and is open with dry grey base. There is a sinus tract about four inches below the dehiscence which is draining a steady stream of brown cloudy liquid with a slight feculent odor. Impression: surgical wound dehiscence. Plan: admit. ¿ (B)(6) 2016: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis without contrast. Indication: evaluate mesh. Posterior repair (B)(6) 2016 with open wound and drainage. Abdomen/pelvis: mid abdominal wall wound at site of recent hernia repair. Wound is open to the level of the deep abdominal fascia. Previously seen fluid collection is no longer present, however there is persistent inflammatory stranding about the rectus muscles and superficial soft tissues. There appears to have been interval removal of the abdominal mesh and possible wash out of the wound. Reactive pelvic lymph nodes bilaterally. Impression: midline ventral abdominal wound at site of previous hernia repair. Interval removal of mesh and suspected washout. Wound is open to the deep abdominal fascia. Previously seen fluid collection is no longer present; however, there is persistent inflammatory stranding about the rectus muscles and superficial soft tissues. Reactive pelvic adenopathy present. ¿ (B)(6) 2016: (B)(6) medical center. (B)(6), md. History and physical. Admitted status post hernia repair with infection. Now has drainage from his wound site with questionable fistula versus disruption of the mesh. No nausea/vomiting, tolerating a diet, just has more drainage from wound site. States he has a little pain at incision site. Abdomen: soft, absolutely no peritoneal signs. Does have mild midline incisional tenderness with drainage from the wound, which is opened. CT scan noted for fluid collection, but does not appear to be fistulous connection, but there are bowel loops underlying, which certainly could be associated. Laboratory values noted. Impression: possible fistula or mesh disruption. Will plan on operative intervention. ¿ (B)(6) 2016: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnoses: mesh infection abdominal wall dehiscence. Possible small bowel fistula. Postoperative diagnosis: mesh infection abdominal wall dehiscence. Possible small bowel fistula. Procedures performed: abdominal wall washout. Removal of mesh with surgisis. Small bowel resection of roughly 10 cm from a small bowel fistula. Primary anastomosis with abdominal wall washout and then primary closure. Anesthesia: gen. Indications for procedure: a 53-year-old white gentleman with a significant history for abdominal wall repair, now with ongoing infection, now with small bowel fistula, requiring operative intervention. Description of procedure: ¿after informed consent was obtained, the patient was brought to the operative suite, placed in supine position on operating table, prepped and draped in normal sterile fashion. Antibiotics had been given. Incision was made through the previous incision site, it was widely opened. Mesh was removed. Area of small bowel appeared to be within the center of the mesh, but not attached with the suture but had a small bowel hole. We were able to dissect around this area of about 10 cm of inflammatory change within the small bowel, and had proximal and distal control. This was then resected and sent for pathological diagnosis. Ligation of the mesenteric vasculature to this portion of the small bowel was then performed and the 2 ends of the small bowel were readied for anastomosis using a primary repair with a 2-layer hand-sewn anastomosis. Once this was performed and we were comfortable, no intestinal contents or infection was noted throughout the abdominal cavity. We irrigated copiously and there were no signs of fluid collection. Ng-tube was in place. Foley catheter was also in place. At this time, attention was then drawn to bringing the omentum down over the abdominal wall defect in the intra-abdominal cavity per se. Piece of vicryl mesh was placed on top of this which was very shallow followed by closure with interrupted figure-of-eight #2 vicryl bacteriostatic suture for primary closure of the abdominal wall x8. Irrigation of the abdominal wall was then performed again. Small sponge was then placed for wound vac and this was placed without difficulty as well. Abdominal binder was then placed. The patient was then awakened from surgery and brought to [nurse reviewer note: incomplete record]. ¿ (B)(6) 2016: (B)(6) medical center. (B)(6), md. Pathology report. Accession number: (B)(6). Diagnosis: small bowel, excision: benign small bowel with serosal adhesions, fistula formation, and acute inflammation associated with mesh. Gross description: received in formalin labeled ¿(B)(6), small bowel fistula¿ and consists of a 20.0 cm portion of intertwined small bowel measuring in a diameter of 3.0 cm and is remarkable for a tan-red hemorrhagic serosal surface with areas of adhesions and synthetic mesh covered by a tan-white exudative material. The staple margins are removed from each bowel segment and the bowel is opened to reveal that the bowel appears to be intertwined upon itself in the area of aforementioned possible infected synthetic mesh reveals directly underlying exposed mucosa. The mucosal surfaces are tan and display the normal distribution of folding. The bowel wall thickness ranges in size from 0.3 to 1.0 cm. The wall thickness has a maximum thickness surrounding the possible fistulated area. At the possible fistulated area is a black suture and the mucosa underlying the possible fistulated area is pink-tan with a normal distribution of folding. Surrounding the possible fistula site the tissue is slightly necrotic with a small amount of synthetic wire mesh. No nodularities or mass lesions are noted. Representative sections are submitted into cassettes 1a-1h as follows: 1a, margin, 1 piece; 1b, margin, closest to possible fistula site surrounding tissue, 1 piece; cassette 1e, representative section no thickened bowel wall, 1 piece; cassette 1f, possible necrotic tissue surrounding the synthetic mesh, 2 pieces, cassette 1g, representative section full thickness section, 1 piece; cassette 1h, random sampling, 2 pieces. Microscopic description: microscopic examination is performed. Procedure: exploratory laparotomy. Clinical history: infected mesh. Specimen list: small bowel fistula. ¿ (B)(6) 2016: (B)(6) medical center. (B)(6), md. Discharge summary. Admitted with diagnosis of mesh issue. Underwent exploration, found to have a small bowel fistula. This was resected. Primary repair was performed followed by primary closure of the abdominal wall. Wound vac placement. Doing exceptionally well, tolerating a diet, ambulating. Instructed on wound care. To get wound vac replaced on monday. Discharge diagnoses: small bowel fistulization. Infected mesh. Hernia. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated type of investigation h6: updated investigation conclusions the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2016 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, irrigation of open wound. Additional event specific information was not provided.